Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine pro pen needles the hub was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: customer reported that damage (deformation) of plastic part.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine pro pen needles the hub was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: customer reported that damage (deformation) of plastic part.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-sep-2023. H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a damaged hub was observed. This issue most likely occurred due to jam on machine. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine pro pen needles the hub was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: customer reported that damage (deformation) of plastic part.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.